Event description:
The reporter stated the surgeon implanted a 12.5mm implantable collamer lens in the pt's right eye (od) in 2009. The lens was explanted three months later due to excessive vaulting. Subsequently, the pt experienced elevated iop/pupillary block, narrowing of the angle, angle closure and shallowing of the anterior chamber.

Manufacturer narrative:
Secondary surgery.